Manufacturer narrative:
(B)(4). Device evaluated by MFR: the spiroflex thrombectomy system was returned for analysis and the investigation was completed. The pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically, tactile and visually inspected. There were numerous kinks throughout the shaft of the device. There were no anomalies on the bag spike and/or spike line. Functional testing was performed by placing the device in the angiojet console. The pump body was loose in the capture block. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range, without any issues or alarms/errors; however, the shaft leaked at one of the severe kinks in the shaft. The shaft was microscopically examined and it was revealed that there were two holes in the shaft of the device at a kink 79cm proximal of the tip. The shaft was cut to check out the hypotube and the hypotube was also found to be kinked. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and holes were attributable to handling of the device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on analysis completed 6 april 2018. It was reported that an error message occurred and the device wouldn't prime. A spiroflex® angiojet® thrombectomy set was selected for a percutaneous coronary intervention procedure within a vein graft. During preparation, outside of the patient's body, the user was getting a "reprime" error message. The device would not prime. Therefore a new catheter was used to complete the procedure. There were no patient complications reported. However, device analysis found two holes in the shaft of the catheter.